Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 335 mg/dl. The customer was hospitalized due to seizures and his blood glucose level was high. The ambulance picked him up and was hospitalized on (B)(6) 2016. The customer's blood glucose level at the time he was admitted to the hospital was unknown. The customer was off the insulin pump less than 48 hours. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent esc, act, up and down arrow button response due to corroded keypad traces. Cleaned the keypad traces and continued testing. No button error alarm was noted during testing. The pump was received with normal operating currents and passed the self-test, unexpected restart and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, excessive no delivery or delivery accuracy tests due to the alarm. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.